Event description:
It was reported that three days after implant of the pacemaker system, the patient appeared to not be ventricularly paced on telemetry and electrocardiogram. The patient was an existing in-patient in the critical care unit (ccu). It was confirmed that the right ventricular (rv) lead was not capturing and x-ray imaging demonstrated that the lead had dislodged and perforated the ventricle. Echocardiography showed no pericardial effusion. The lead was explanted without complication, and a new rv lead was placed in a mid-septal position. It was stated that the lead would not be returned for analysis.